Event description:
It was reported that the tubing was bent and the urine did not flow.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿urine will not flow through tubing¿ with a potential root cause of "kinked tubing". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿100% latex-free closed system urinary drainage bag. - 4 liter capacity. - 4000 ml approximate volume capacity drainage bag. - bard ez-lok® sampling port. - attached sheeting clip. - control-fit¿ outlet device" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tubing was bent and the urine did not flow.